Event description:
Per the clinic, the patient experienced a skin flap infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The patient also underwent a surgical procedure (specific date not reported) for the extraction of effusion (fluid drainage); however, this did not alleviate the problem resulting in a decision to explant the device. Subsequently, the device was explanted on (B)(6) 2024. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.